Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with clamp. This condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with clamp was confirmed during product evaluation. The root cause of the reported problem was determined to be a malfunction in slide clamp detection due to defective sensors. Appropriate action was taken to correct the reported problem by cleaning and re-soldering the sensors.